Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, r-wave measurement variation was noted. The right ventricular lead exhibited intermittent loss of capture with the maximum output. All the other electrical measurements were normal. Upon reviewing the x-ray result, the lead had dislodged. No intervention was performed and the patient will be monitored continuously.

Event description:
New information received on 07/27/17. It was reported that the patient underwent the lead revision procedure. The right ventricular lead was capped and replaced successfully. The patient was stable throughout the whole procedure.